Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of range subthreshold lead impedance patient alert is observed on (B)(6) 2010. Maximum ventricular pace impedance rises to 1064 ohms on (B)(6) 2010 from 798 ohms on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fell. Also, the lead triggered an out-of-range alert for varying impedance. The lead impedance ranged from 800ohms to 1154ohms. The lead is still in use. No further patient complications were reported as a result of this event.